Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device was affected. During fitting that followed activation it was observed that the user's device is not functioning correctly.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance was affected. During fitting it was observed that the user's device is not functioning correctly. Re-implantation is considered.

Event description:
The user's hearing performance with the device was affected. During fitting that followed activation it was observed that the user's device is not functioning correctly. The device has been explanted

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.